Event description:
The surgeon inserted a icm115v4 11.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length and this resolved the problem.

Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned lens showed the lens was returned dry and there was no visible damage observed. A lens work order search revealed that there were no similar complaints found from this work order. Medical review : according to fema(failure modes and effect analysis) it has been determined that inadequate vault is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of white to white measurements, based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used) and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
(B)(4).